Event description:
A nurse reported that a knife would not penetrate the patient's eye during surgery. There was no delay to the procedure and no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested. (B)(4).